Manufacturer narrative:
Lot review: a review of lot# 3199837 showed (B)(4) units were manufactured, tested, inspected and released in march 2016 citing no anomalies. Visual receipt analysis: 9/14/2016 - on 9/2/2016 received one 42582-05, transpac® IV disposable transducer, lot# 3199837. One used integra neurosciences monitor icp. The transducer was not connect to the monitor icp device. Blood was observed in the monitor tubing. Functional testing: unit was visually inspected and luer gage tested. No defect was found with the transpac luers. The transpac luers and the female luers of the integra kit were also tested and were found to be in iso specification. Final analysis summary: the reported complaint of disconnect could not be confirmed. The luers of the transpac were found to be within specification for iso standards.

Event description:
Complaint received regarding one 42582-05, transpac(tm) IV disposable transducer, lot# 3199837 (mfd. 03-2016). Report states, patient transferred to stretcher (for emergent hct) during transfer the ventriculostomy transducer fell off, it did not appear to have been pulled on or taught. This happened while patient as having high icp's but it was not clear if the system was working. New ventric system immediately change out. Old tubing and transducer saved for investigation. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3199837 showed (B)(4) units were manufactured, tested, inspected and released in march 2016 citing no anomalies.

Event description:
Complaint received regarding one 42582-05, transpac IV disposable transducer, lot# 3199837 (mfd. 03-2016). Report states, patient transferred to stretcher (for emergent hct) during transfer the ventriculostomy transducer fell off, it did not appear to have been pulled on or taught. This happened while patient as having high icp's but it was not clear if the system was working. New ventric system immediately change out. Old tubing and transducer save. No adverse patient consequences reported.